Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pain,') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 42-year-old female patient who had essure (batch no. C40242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, menorrhagia, anxiety, chronic lumbago, myofascial pain syndrome, major depression, joint pain and hypertension nos. Concomitant products included levonorgestrel (mirena) since 2010 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal;- uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal;- yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months 18 days after insertion of essure. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal pain upper ("left side of stomach pain"), complication of device removal ("complications from your essure removal procedure;- communications the essure coils came through the tubes") and device dislocation ("device migration"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hypothermal ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, rash, skin disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation and abdominal pain upper had resolved and the complication of device removal and device dislocation outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: complications from your essure removal procedure:- the content of the communications the essure coils came through the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2020: psf and mr received. Event added- fallopian tube perforation. Medical history and lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)'). In a 42-year-old female patient who had essure (batch no. C40242), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: overweight, menorrhagia, anxiety, chronic lumbago, myofascial pain syndrome, major depression, joint pain and hypertension nos. Concomitant products included: levonorgestrel (mirena) since 2010 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal (uti)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal (yeast infection)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), migraine ("migraines/ headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"), (B)(6) months (B)(6) days after insertion of essure. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain/loss"), abdominal pain upper ("left side of stomach pain"), complication of device removal ("complications from your essure removal procedure, communications the essure coils came through the tubes"). And device dislocation ("device migration"). The patient was treated with surgery (cystoscopy, right essure perforated the fallopian tube, hysterectomy with bilateral salpingectomy and hypothermal ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, rash, skin disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation and abdominal pain upper had resolved. And the complication of device removal and device dislocation outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: complications from your essure removal procedure: the content of the communications the essure coils came through the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 25.7 kg/sqm. Ultrasound scan vagina: on (B)(6) 2015, results: total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020, quality safety evaluation of product technical complaints. On (B)(6) 2020, pfs received: no new clinical information was received. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included levonorgestrel (mirena) since 2010 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal;- uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal;- yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months 18 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal pain upper ("left side of stomach pain") and complication of device removal ("complications from your essure removal procedure;- communications the essure coils came through the tubes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, rash, skin disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation and abdominal pain upper had resolved and the complication of device removal outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: complications from your essure removal procedure: the content of the communications the essure coils came through the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Ultrasound scan vagina on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs&mr received reporter information was added. Case becomes valid injury nos replaced with new event added pelvic pain, vaginal bleeding, menorrhagia, urinary tract infection, yeast infection, apareunia (inability to have sexual intercourse) rashes, skin conditions, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight fluctuation, stomach pain, device complication and all event outcome updated. Severity added stomach pain, pelvic pain, concomitant drug and lab test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.